Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed elevated power and flow events; however, a specific cause for the observed changes in pump parameters could not be conclusively determined through this evaluation. Additionally, a specific cause for the reported gastrointestinal (gi) bleeding and increase in lactate dehydrogenase (ldh), as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists bleeding and hemolysis as adverse events that may be associated with the use of heartmate ii lvas and addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was seen in clinic with elevated pump flow and an elevated lactate hydrogenase (ldh) level of 370. The patient was not on anticoagulation medication due to gastrointestinal (gi) bleeding. Log file analysis showed an increase in pump power and a decrease in average pulsatility index (pi);per tech services, this was potentially linked to a clinical condition.